Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that at 22:10 the ventilator shut down without alarm. The patient¿s spo2 value decreased immediately. At 22:13 the medical worker found this situation, performed manual ventilation and replaced the ventilator. The spo2 of the patient returned back to normal. No injury was reported.

Manufacturer narrative:
A dräger technician checked the affected device onsite on the next day after the event. During a one hour operating test and a device self-test no malfunction could be detected. For further testing a long-term operating test was performed at the workshop during which it was found that the cockpit c300 would restart sporadically without an effect on the ventilation. After replacing the c300 a further 48 hours test run passed without deviation. As this problem is different to the reported event they are likely not connected. The log files were sent to the manufacturer for further analysis. Log entries show that during the event the device was most likely switched off by using the rocker switch. If the rocker switch is being used to switch off the v300, the screen turns black. Using the rocker switch requires a person to be present at the device and the device flaps that cover the rocker switch to be open. Therefore this is considered to be an intentional action and not a failure situation. Consequently, no audible alarm is triggered in this case. The IFU advises the user to close the lateral flaps to prevent accidental actuation of the rocker switch. Furthermore, it cautions the user to not press the rocker switch during ventilation.

Event description:
Please refer to the initial-report.